Event description:
A malfunction was reported on the pump by the caller, although no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support (cts) provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, with the caller acknowledging and understanding these instructions.